Event description:
Healthcare professional reported right side a capsular contracture baker grade unknown. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side a capsular contracture baker grade unknown. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two devices with unidentified side are observed a device whit the device was broken shell and red encapsulation. Unable to confirm whether the device is received complete. The second device flat device and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side a capsular contracture baker grade unknown. The device was explanted.